Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and determined the alleged malfunction was related to the coiled cable. The stm replaced the coiled cable and performed all function testing and the iabp passed satisfactorily. The iabp was returned to customer for clinical use.

Event description:
The customer reported the cardiosave intra-aortic balloon pump (iabp) screen went blank. The event occurred during use on a patient. No patient injury, death or adverse event was reported.